Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. Reported event: an event regarding crack/fracture of bone involving a mig proximal femur was reported. The event was confirmed by medical review: method and results product evaluation and results: not performed as no devices were returned. Clinician review: the implant in situ was for a mig proximal femoral replacement which was inserted (B)(6) 2015. The surgeon reported a broken femoral bone below the stem. The CT scan shows that the femoral bone has fractured at the tip of the stem. Therefore, the radiographic assessment has confirmed the reason for revision. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 24jun2015 with no reported discrepancies complaint history review: there is 1 other similar incident reported. Conclusions: the exact cause of the event could not be determined because further information such as the primary operative report, return of devices as well as patient history and follow up notes are needed to complete the investigation for determining root cause. However the event was confirmed by medical review. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices or additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
A patient specific implant prescription form was received for patient's impending revision with diagnosis "osteosarcoma/lld" right side. It is a revision because the patient sustained a fall and broke her femur below the stem.